Event description:
It was reported that this inflatable penile prosthesis (ipp) would not fully inflate. Suspecting fluid loss, a surgical procedure was performed during which all components of the device were explanted and replaced with a new ipp. Upon removal, a hole was identified in the tubing to the reservoir. No patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72404232-10. Serial number: n/a. Batch/lot number: 1000112597. Model/catalog description: cx preconnect ms 18cm ps 10cm tl iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of fluid leak and inflation issues were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause note established.